Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification in relation to the customer reported issue which was not reproduced during testing. A review of the event history log could not identify any issues that would indicate cause of the event. The device was tested for flow accuracy at 40ml/hr and 125ml/hr with error percentages of -3.1325% and -4.524% respectively which are both within 5% acceptable accuracy range. No cause was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse (medication, dose, programmed amount and delivery rate unknown) during patient therapy in the neonatal intensive care unit. It was reported that there was no patient injury associated with this event. No additional information is available.